Manufacturer narrative:
The following devices were also listed in this report: unknown biolox head; unk_shc; unknown mdm; unk_shc; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left hip was revised due to pain.